Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implantable pulse generator (ipg) changeout procedure the patient experienced pocket erosion. The ipg system was initially revised to the right side however, after developing an infection the ipg was explanted and replaced with a leadless ipg. The leads were partially removed as patient was not a candidate for laser lead extraction. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.